Event description:
Info received from voluntary user report 1033466 indicates the product was passed briefly into the left ventricle to evacuate blood for visualization, but the unit snared on chordae of the mitral valve leaflets. Attempts to extract the device were unsuccessful and the user cut the product rings to allow removal of the unit from the heart chamber during the case. No pt complication was reported.